Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
Additional information was received indicating the rv lead was capped and replaced to resolve the event. The patient was stable.

Event description:
During a remote follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Externalized conductors were suspected. Technical support was contacted and a lead revision was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.